Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 424 mg/dl. The customer was treated with self shot. Customer stated that they received insulin flow block alarm while bolus. Customer stated that they changed infusion set and reservoir. The device will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for alleged insulin blocked alarm during bolus and high bg found on (B)(6) 2021. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thus. Confirmed several device alarm insulin flow blocked alarm on (B)(6) 2021 at 09:49 through 19:41 and (B)(6) 2021 at 05:5 through 06:00 in the device downloaded history. No unexpected insulin flow blocked alarms in device history download. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, serial label damage (fading), corroded battery tube and minor scratches on lcd window. In summary, customers alleged insulin blocked alarm during bolus was not confirmed. High bg could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.